Manufacturer narrative:
Failure analysis showed unit passed funciton testing, including the rewind, basic occlusion test, occlusion test, no delivery test and displacement test. The unit alarmed button error followed by intermittent buttons due to corroded keypad traces. The unit also had a scratched lcd window.

Event description:
Customer called stating that he woke up with his insulin pump alarming button error. Yesterday he was blood glucose levels ranging between 400 mg/dl and 600 mg/dl. Customer's current blood glucose level is 400 mg/dl. There were no significant events leading up to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use of the device and revert to his back up plan. Nothing further was reported.